Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed and the reported allegation in this complaint has not been confirmed. The fiber was received in one piece without defects. The fiber measured 251 cm with no signs of breaks. Microscope analysis found that the fiber tip and connector were in good condition. The aim beam was bright and round. Product analysis was unable to identify any damage or malfunction related to the initially reported event. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected. Therefore, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the initially reported fiber break.

Event description:
It was reported that during a holmium laser lithotripsy, the fiber fractured after five minutes of use. The fractured fiber was removed and the fiber tip remained attached. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a holmium laser lithotripsy, the fiber fractured after five minutes of use. The fractured fiber was removed, and the fiber tip remained attached. The procedure was completed with another fiber without patient complications.